Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was having a communication issues with a patient's generator. Replacing both the wand and serial cable resolved the communication issue. It was not determined at that time whether the wand or the serial cable was the cause of the issue. Further troubleshooting was done on (B)(6) 2016, and the serial cable was identified as the cause of the communication issues. The cable was replaced, and the issue resolved. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.